Manufacturer narrative:
Analysis found high voltage output circuit damage on the device. The low voltage functionality was tested on the bench and our automated testing equipment. All of the low voltage test specifications were normal. The cause of the output circuit damage was not conclusively determined.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an alert was received on (B)(6) 2011 for possible output circuit damage. Several aborted therapies were found. Patient was hospitalized due to other health problems. No further information is available.